Manufacturer narrative:
Internal complaint # trackwise # (B)(4). Autonumber # (B)(4). A lot history record review was completed for the reported product lot number. There were no ncmr¿s for the reported lot number. The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro jaws stopped closing around the branch when the hospital employed the "clickity click" technique. None of the jaw pieces broke away into the patient. There was not any adverse outcome to the patient. There wasn't any excessive bleeding. A replacement device was used to complete the procedure.

Manufacturer narrative:
Internal complaint # (B)(4). Autonumber # (B)(4). The hp1 device was returned to the factory on for evaluation. Signs of clinical usage and evidence of blood were observed. A visual inspection was conducted. Signs of heavy charred tissue were observed on the harvesting tool jaws. A microscopic inspection determined that the heater were was slightly bent at the center of the hot jaw. The wire remained attached at the tip and at the base of the hot jaw. No other visual failures were observed. A mechanical inspection was conducted. The toggle was pulled back and advanced forward to observed whether there was a "clickity click" sound, also to observe the motion of the jaws. It was observed that the device did make a "clickity click" sound when the toggle was pulled back. It was also observed when the toggle was pulled back the jaws did not close as expected and remained in an open position. An engineer evaluation was conducted. The handle was opened to evaluate the internal components. Blood was observed inside the handle. The switch was examined under microscopy and was observed to be intact with no defects. The toggle was observed to be displaced (out of position) which caused the "clickity click" sound when the toggle was pulled back. The toggle was put back into position, the clicking sound was no longer observed, but the jaws remained in an open position and would not close. The engineer determined that the guide rod was able to be easily removed from its position. The yoke was not welded to the guide rod properly. The engineer determined the welds failed between the control rod and the stamped yoke. Based on the results of the evaluation, the reported failure mode ¿mechanical issue; jaw¿ and analyzed failure modes ¿material twisted/bent; wire" and "detachment of device or device component" were confirmed. A certificate of conformance (c of c) for the yoke was reviewed, there were no non-conformities recorded. The DHR shop floor paperwork was reviewed, and there were no non-conformities recorded.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro jaws stopped closing around the branch when the hospital employed the "clickity click" technique. None of the jaw pieces broke away into the patient. There was not any adverse outcome to the patient. There wasn't any excessive bleeding. A replacement device was used to complete the procedure.